Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the image turned upside down when the customer tried to flip the image from down to the up position. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The csr confirmed that the 30-degree endoscope rotation was smooth, and the endoscope did not have any other issue. The issue was resolved by replacing the endoscope. After the procedure, the user checked the original endoscope and confirmed that the image was normal. The tse also confirmed no error in the logs. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope was inspected prior to use with no issue. The event did not involve a reversed control on system arms. The vision issue did not result in patient injury. The endoscope will not be returned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse confirmed no related error in the logs. The 30-degree endoscope rotation was smooth, and the endoscope did not have any other issue. The issue was resolved by replacing the endoscope. The 30-degree endoscope will not be returned for failure analysis. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.